Event description:
It was reported that the patient experienced withdrawal and had symptoms of chills, sweating, and increased pain. It also stated that a critical alarm was heard and confirmed by telemetry. Telemetry reportedly confirmed that a motor stall occurred on (B)(6) 2014, which was followed by a tube set error. It was discussed to set the pump to minimum rate mode. There was no reported motor stall recovery. It was noted that there was no MRI associated with the motor stall. The pump was used to deliver fentanyl, bupivacaine, compounded baclofen, and morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n272129, implanted: (B)(6) 2010, product type accessory. (B)(4).